Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys troponin t stat assay result for one patient sample that was not centrifuged by the modular preanalytic analyzer (mpa) and was sent to the cobas 6000 c (501) module as whole blood. The initial result was 1.16 ng/ml and was reported outside the laboratory. The customer noticed the sample was whole blood and centrifuged the sample. The sample was then repeated on another cobas 6000 c (501) module and the result was <0.3 ng/ml with a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative documented the customer may have put sample in a "no-spin" rack by mistake. The customer said the sample "got through while they were getting ready to do maintenance and change module state." The field service representative instructed the customer to be sure all racks have been transported to the analyzers before taking the line down and to ensure the no-spin racks were clearly marked. The customer ran multiple patient samples successfully. Upon follow up, the customer stated she could not provide any further clarification or information about the event.